Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had high impedance and no capture at max outputs due to an apparent lead fracture. The lv lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.